Event description:
During preparation for an atrial fibrillation ablation procedure a cancellation occurred due to a software lockup. Following IV placement the pc would freeze and shutdown. The issue was not resolved and the procedure was rescheduled. There were no adverse patient consequences.

Manufacturer narrative:
One ep-workmate computer was received for evaluation. The computer was powered on, however, the computer booted to an error screen requesting to start normally or to repair windows. An attempt was made to restart normally to no avail. Computer system hardware diagnostic testing was performed and no anomaly was observed. System repair testing was performed and the computer booted normally. Review of system events log indicated that the system had loss power unexpectedly around to the date of the reported event. This action may prompt the operating system error recovery and a hardware resynchronization process. This issue may also impact the system performance due to an excessive system disk input/output transfer rate during the hardware resynchronization. The root cause of the reported event was isolated to an improper shut down or unexpected loss of power which may impact the overall system performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.